Event description:
It was reported that the patient underwent an office consultation to check this artificial urinary sphincter (aus) placed more than ten years ago; atrophy in the urethra was suspected. A surgical procedure to remove the pump and cuff was performed; the balloon was left in implanted due to its sensitive position. A new aus was implanted and there were no patient complications reported.